Event description:
Customer reported a case of residual cylinder after lasik surgery. Further details were not provided. More info was been requested.

Manufacturer narrative:
During the site visit the territory manager performed a verification of system performance, and didn't find anything out of order and successfully completed the system verification. A root cause could not be identified, as the system was operating within specifications. (B)(4).